Event description:
Patient reported "right side exposure of implant." Patient reported treatment of "the implant was poked at the hospital and it was drained." Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformities noted. The event of "exposure of implant" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "exposure of implant".

Event description:
Patient later reported "deflation with "pain, abscess, caught staff to the breast, admitted in hospital and got hooked up to IV's" the event of deflation is not related to the device was it was deflated by medical staff as "treatment" . Healthcare professional later reported " exposure of implant due to infection". Device was explanted.

Manufacturer narrative:
Fi summary: with the information collected during the investigation, there is enough evidence to support that lot number 3512057 was manufactured under controlled conditions in accordance with abbvie¿s procedures and were no defects/problems/issues found in the documents related to the reported event. Seal strength results were acceptable. Environmental monitoring results were found to be acceptable, and they confirmed that there was not an adverse impact on environmental conditions, device quality or performance. The sterilization run 30038343 is not related to any additional complaint infection record reported as of today. During the trend review of all saline infection complaints for the period of jun-2021 through may-2023, no adverse trend was noted. During the trend review of all infection complaints for saline breast implants for the period of jun-2021 through may-2023, were noted outliers on oct-2021, dec-2021. An additional analysis was performed to determine any pattern or any similarities relation between prs involved. It was found that some primary packaging operators were involved in more than one occasion, however the people were trained in the corresponding procedure. Also, it was found a sealer and a sterilizer involved in more than one occasion on those processes, also, calibrations and maintenance of the equipment¿s involved in more than one occasion were reviewed and it was determined that they were performed on time and met specifications. In addition, all the records involved in this month were reviewed and no issues were found associated to either event. Given the fact that the cause of the infection cannot be specifically associated to the manufacturing process, and there is not an adverse trend for this type of event, and no ER/ ncr(s) or temporary changes were identified during the investigation associated to this lot and the complaint, no corrective action is deemed necessary at this time.

Event description:
Patient later reported "deflation with "pain, abscess, caught staff to the breast, admitted in hospital and got hooked up to IV's" the event of deflation is not related to the device was it was deflated by medical staff as "treatment" . Healthcare professional later reported " exposure of implant due to infection". Device was explanted and discarded.